Event description:
The customer called to report that the drive support cap was protruding. The customer also received an alarm. The reported blood glucose reading at the time of the call was 96 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk.